Event description:
Immediately after initiation of dialysis procedure, pt became hypotensive (65/34) short of breath, nausea and vomiting. Urge for bm. Restless moaning. Stated she felt "weird all over" "even hands feel funny." Transferred to emergency department after dialysis discontinued. Transferred to acute care hospital per ambulance. Dose, frequency & route used: 5000 units ivp. Therapy dates: on dialysis for 7 years. Diagnosis for use: hemodialysis. Event abated: yes.